Event description:
It was reported that pump displayed altitude alarm and customer had previously experienced similar issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode, return of problematic pump within specified time, and setup of pump settings and cgm connection on replacement device.